Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR/additional information - leakage past stopper. Additional information: following submission of initial MDR, the device manufacture date was not reported. The device manufacture date added to section h. Evaluation: one photo was provided to our quality team for investigation. The photo shows one loose syringe lying on a table on top of a paper towel with the stopper fully seated on the plunger rod and the plunger fully depressed with an unknown white fluid behind the stopper on the plunger rod and on the paper towel next to the syringe. The condition observed is non-conforming per product specification. Potential root cause for the leakage past stopper defect is associated with the assembly process. These conditions are occurring below their expected frequency, so no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 0316957. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok had leakage past the stopper. Verbatim: complaint received via email(s) attached. We have been noticing that the quality of the bd syringes we have been using for a very long time are no longer reliable. We have seen multiple syringes in all sizes where the plunger is not even seated properly and others where the medication, we draw up in the syringes ends up on the wrong side of the plunger when injection attempt is made. I have included a picture (hard to take a picture where medicine is behind the plunger.